Manufacturer narrative:
H.6.: health effect: impact code: f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture " is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Device evaluation: based on the device analysis grid, the assessments of the complaint are: no complaint against the device: no observations are performed for the complaint as the event is no complaint against the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Company representative reported, no complaint against the right side device. Device has been explanted. Healthcare professional, later reported, capsular contracture, baker grade unknown.